Event description:
A physician reported that an intraocular lens (iol) was opened under the microscope and observed to have a defective haptic and body similar to plastic when heated. There was no pt impact.

Manufacturer narrative:
Product evaluation: the returned sample was evaluated. The damage appears indicative of lens case related damage. Solution is dried on the lens case outside the area of the lens. Root cause: the lens was improperly cased which caused this damage. However, due to the presence of clinical solution dried on the lens case, the root cause could not be determined to be from mfg or customer related. Action taken. No further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. (B)(4).